Event description:
The investigation of the device revealed a finding of a burnt out u34 chip on cardiomems i3 pcb board. The patient electronics device was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Visual inspection of returned material revealed a burnt out u34 chip on cardiomems i3 pcb board. No additional physical damage was observed. Unit powered on successfully at first, however a smell of smoke was observed, and the investigation was halted, and further investigation was not performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified.